Manufacturer narrative:
Section a4: patient weight corrected. Section b2: outcomes attributed to adverse corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they expired due to sepsis as reported under MFR #: 2916596-2025-01316. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure, with ascites and peripheral edema. This event was considered to be due to the effects of post-myocarditis cardiomyopathy, not device related. Central venous pressure (cvp) was more than 18 mmhg.